Manufacturer narrative:
Summary of evaluation: evaluation results indicate the event is attributed to the user not properly seating and/or tightening the rod to the stem. Test results prove that proper seating of the device would withstand the forces of impacting.